Event description:
It was reported that the patient was scheduled to send a device report after their scheduled radiation therapy. The latitude transmission showed a signal artifact monitor (sam) event with minute ventilation (mv) sensor disabled from late last year. All stored electrograms (egms) showed intermittent noise and oversensing on the ventricular channel. The pacemaker remains in service. No adverse patient effects were reported.